Manufacturer narrative:
(B)(4).

Event description:
It was reported that the device was used during a splenectomy, the clips fell out and actually crossed. Another device used to finish the case. There was no patient consequence.